Manufacturer narrative:
Follow-up #1: date of submission 26-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during the investigation, multiple occlusion alarms were observed in the black box. The force at the time of the occlusions was found to be high. The rewind, load, and prime steps were performed correctly with no alarms. Force calibration testing passed within specifications. The pump was exercised for 24 hours with no occlusions occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.